Manufacturer narrative:
This report is submitted on july 08, 2022.

Event description:
Per the clinic, the patient experienced crusting at the implant site and was treated with topical antibiotics and topical steroids on (B)(6) 2019 (specific date not reported). Next, the patient was also treated with topical steroid on (B)(6) 2019 (specific date not reported). However, the issue continued to persist and the patient was again treated with oral antibiotics on (B)(6) 2019 (specific date not reported). Subsequently, the patient also developed inflammation and swelling at the implant site and was treated with topical cream (specific type, date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, it was also reported that the patient experienced an infection at the abutment site (date not reported). The implant remains in-situ. This report is submitted on august 19, 2022.